Event description:
On september 7, 2009, the lay-user/patient contacted lifescan (lfs) alleging that the lancet on the onetouch lancing device is loose/falls out. A no response letter was sent to the patient. This complaint is classified according to the documentation of the customer care advocate. The patient manages her diabetes with insulin-no adjustments. The lancet device issue began the previous month at 5:30pm. Reportedly, the patient developed "low blood sugar symptoms" one hour after the reported issue began. It is not known if the patient was able to obtain her blood glucose after the product issue began. The next day, the patient indicated she received IV fluid treatment from her healthcare provider. It is not clear why she was treated with IV fluid at the time of concern. On the date of contacting to lifescan, at 4am, the patient obtained a blood glucose reading of "74 meter" on an emergency medical service meter. At 5am, the patient managed her diabetes by taking more food/beverages. It would have been helpful to know the patient's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the patient receive in order for the symptoms to abate, could the symptoms have been prevented, was the patient's diabetes medication changed immediately before or sometime after the aforementioned symptoms and the events leading up to the patient's medical intervention/reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. In addition, it would have been helpful to know the events surrounding the month of the issue and the date of contact, and how the symptoms, treatment, and patient's action were related. This complaint is being reported because, the patient claimed to have "low sugar symptoms" and received treatment with IV fluids after the product issue began. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.